Manufacturer narrative:
Additional narrative: (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent an initial surgery for a pelvic fracture. During the surgery, while the surgeon was tightening the wing nut of the holding sleeve, the wing nut broke into two pieces on a large distractor-complete. The surgeon was tightening the wing nut on a 5.0mm self-drilling schanz screw 80mm third/200mm into the holding sleeve. The threaded part of the wing nut was stuck into the holding sleeve, and the holding sleeve was stuck into the schanz screw. The wings of the wing nut that broke off were thrown away. The threaded part of the wing nut is still connected to the holding sleeve that is connected to the schanz screw. Also during the same operation, a 2.5mm three-fluted drill bit qc/230mm/200mm calibration tip broke while drilling for a screw hole through a 3.5mm low profile curved recon plate 88mm radius 12 holes in order to place a screw. The broken drill bit was suctioned out of the patient with some difficulty. The procedure was completed successfully with about two (2) minutes delay and no medical intervention. The patient¿s post-operative status was noted to be stable. There were no fragments left inside the patient. Concomitant devices reported: 5.0mm self-drilling schanz screw 80mm thrd/200mm (part # 294.786, lot # unknown, quantity 1); large distractor-complete (part # 394.35, lot # unknown, quantity 1); 3.5mm low profile curved recon plate 88mm radius 12 holes (part # 245.912, lot # unknown, quantity 1). This report is for one (1) holding sleeve. This is report 2 of 2 for (B)(4).